Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leaks from the output connector and light are poor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because lamp is worn out, the light is poor and because pump is clogged, water leaks from the output connector. The most probable cause of the complaint was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Customer reported image error b30, involving an olympus xenon light source. There was no patient involvement reported.